Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill message occurred when loading a new cartridge onto the pump. Reportedly, the cartridge was filled with about 100 units. The customer's blood glucose level was 228 mg/dl. As the customer did not have additional insulin available at the time of the call, the customer confirmed backup therapy would be used until a new cartridge was able to be loaded. Although requested, no further information was provided on the event.